Manufacturer narrative:
(B)(4): the complainant indicated that the device will be available for analysis but has not been received for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device not yet received.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a stone removal procedure performed on (B)(6), 2009 ( age, sex and weight are all unknown) according to the complainant, the physician was inserting the guidewire into the tandem xl ercp cannula, however, it got "stuck" and was unable to advance. The physician removed the guidewire and noted that the coating peeled off; however, there were no fragments that fell into the patient. The procedure was completed with a new tandem xl ercp cannula and jagwire plus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a stone removal procedure performed on (B)(6), 2009 ( age, sex and weight are all unknown). According to the complainant, the physician was inserting the guidewire into the tandem xl ercp cannula, however, it got "stuck" and was unable to advance. The physician removed the guidewire and noted that the coating peeled off; however, there were no fragments that fell into the patient. The procedure was completed with a new tandem xl ercp cannula and jagwire plus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The returned device was received lodged into a tandem ercp cannula, 249cm of the proximal side of the guidewire were protruding from it. The polytetrafluoro ethylene (ptfe) jacket of the device was peeled and bunched up starting at 201cm from the distal tip and extending for 10cm exposing the inner wire. The wire could not be removed from the tandem. Measurements were taken of the device outer diameter (od) at three locations along the protruding side of the device and it confirmed that the device is within od specifications. The device history record was reviewed and no issues or anomalies were found. No other similar complaints have been reported for this lot number. Although the exact cause of failure could be determined at this time, it is probable that during the procedure the guidewire may have come in contact with a sharp instrument that may have caused the damage to the ptfe jacket. The dfu cautions: 'caution: do not use with metal tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire'. As a result of this investigation, this complaint has been assigned the most probable root cause of caused by other device. (B)(4)